Manufacturer narrative:
B3: event date unknown. D9: date returned to mfg unknown. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed no physical damage; bubble under downstream occlusion (dso) seal. Event history log review was not applicable. Functional testing was not performed as the bubble under the dso seal was confirmed by visual inspection. The root cause was unknown. The dso seal was replaced. Event service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an air bubble under rubber sensor. It is unknown if there was patient involvement, no adverse patient effects were reported.